Manufacturer narrative:
PMA/510(k) number: pre-amendment. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
It was reported, a flexor ansel guiding sheath became twisted during an angioplasty procedure. The complaint device was inserted via the patient's groin in a contralateral approach to the affected site. The access point was scarred. The anatomy was tortuous and calcium was present. Another manufacturer's glide catheter was inside the complaint flexor ansel guiding sheath when it twisted and became stuck. In order to remove the glide wire from the complaint device it was necessary to remove both the complaint device and the wire together. A buddy wire was inserted next to the sheath and when the flexor ansel guiding sheath was removed, it unraveled. Another sheath was placed over the buddy wire and the procedure was successfully completed. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Investigation ¿ evaluation a review of the dimensional verification, complaint history, device history record, drawing, instructions for use (IFU), manufactures instruction, quality control, and a visual inspection of the returned device were conducted during the investigation. The visual inspection of the returned device confirmed that the dilator was not returned with the sheath. Biomatter was present throughout the device. Surface damage was noted on the sheath from the hub to 26.7cm from where the coil and outer sheath tubing material was twisted and bunched up together. The tip of the sheath was also out of round with slight indents in the tip material. Additionally, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. A review of the device history record showed no nonconforming events which could contribute to this failure mode. It should be noted there were no other reported complaints for this lot number. Moreover, an IFU is provided with the device, which states if resistance is encountered during advancement of flexor sheath, assess cause of resistance and consider dilation of any restriction identified or consider alternate treatment strategy. If flexor sheath is advanced through resistance, force to remove the sheath will be higher, increasing the risk of sheath material or hub separation upon withdrawal. Reinsertion of dilator prior to removal of flexor sheath increases the strength of the sheath and lessens the risk of device separation. If resistance is anticipated or encountered during withdrawal of flexor sheath, consider carefully reinserting the dilator prior to continuing removal." Furthermore, a review of the manufactures instructions and quality control procedures was conducted, and no gaps were discovered. Based on the information provided and the results of our investigation, a definitive root cause could not be traced to the device, but may instead lie with the patient condition base on the examination of the returned product. We will continue our monitoring of similar complaints and have notified the appropriate personnel of this event. Per the quality engineering risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional patient/event information has been received since the previous medwatch report was sent.

Manufacturer narrative:
This MDR is being submitted as having information not previously reported. Additional complaint investigation and record remediation was not performed. Blank fields on this form indicate the information is unknown or unavailable. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.